Manufacturer narrative:
The customer reported the product sample and photo is available for analysis. At this time, vyaire has not received the suspect device for evaluation. Any additional information provided by the customer will be included in a follow-up report.

Event description:
The customer reported that the airlife high flow fio2 nebulizer's threaded connection fell off and disconnected from the wall. The event occurred while connected to a patient. The customer reported that they had replaced the adapter and placed the patient on a non-re-breathing oxygen mask and confirmed that no patient harm was associated on this event.

Manufacturer narrative:
Device evaluation: d4, d10, g4, h2, h3, h4, h6 and h10. Result of investigation:vyaire medical conducted a failure investigation, the device history record (DHR) review show no deviations to manufacturer specification. One opened sample of the p/n 441h without lot number. A visual inspection per pqas 441g etal was performed and found that the sample does not have the component p/n 070-90080 (wing nut, misty ox). Based on the investigation, it is determined that the personnel are related with defect reported, since they should assembly manually the component p/n 070-90080.